Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a renegade microcatheter with a guide wire stuck inside the shaft. The device had blood in the hub. The guide wire could not be removed from the renegade. Analysis of the tip, inner/outer shaft and hub/strain relief included microscopic and visual inspection. Inspection revealed numerous areas of outer shaft separation with excessive inner shaft stretching. The extreme stretching of the shaft made measurements of the outer shaft separations not possible, as both the inner shaft and outer shaft stretched, in additional to the inner shaft stretching. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 26sep2019. The target lesion was located on the liver. A 135/10 renegade hi flo was selected for use. During preparation, when the physician took out the guidewire from the catheter after the microcatheter was flushed by the saline, it was noted that the guidewire was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that there were outer shaft separations.